Event description:
The x-ray machine malfunctioned when tech was attempting to take an x-ray on a patient. The machine did not beep when the x-ray was being taken. While techs were assessing the problem, the patient's mother stated that there was smoke. It was coming from the digital detector that was near the patient. When the technician picked up the detector by the handle, she touched the cable which was very hot. Device was removed from service.====================== manufacturer response for x-ray machine, portable, digital======================ge replaced both the cable that got hot as well as the power supply. Ge contends that a circuit breaker within the power supply should have prevented this type of event. Power supply was sent to ge headquarters for further evaluation.